Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was hospitalized for blood glucose over 1600 mg/dl and diabetic ketoacidosis on (B)(6) 2017. Customer was unaware she was hospitalized as she was found unconscious. Customer stated her blood glucose had been running high since (B)(6) 2017 and again by (B)(6) 2017. Customer stated her thinking was altered and by then customer wouldn't check her blood glucose levels. Customer had experienced symptoms such as vomiting on saturday. The last thing the customer remembers was that sunday she woke up at 6 and then lost consciousness. Customer was hospitalized with the insulin pump. Customer declined troubleshooting. The insulin pump is not returning for analysis.